Event description:
"Arthrex scorpion tip of needle broke off when passed through patient¿s tissue in the knee. C-arm ordered, and needle tip located, but not able to be removed. Verified not in knee joint. Item# ar-12990n, lot# 15185995, expiration date: 11/30/2028".